Event description:
Doctor reported that the crown became loose due to body implant fracture and was removed. Another implant has been placed in order to complete the procedure. Tooth#16.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite xpâ® implant 5/6 x 11.5mm (os5611) was returned for investigation. Visual evaluation of the as returned implant identified the implant has heavy signs of use, wear. The implant fractured across the body region. Functional testing could not be performed since the product was fractured. Pre-existing condition noted on the per was moderate bone density ¿ type ii. The reported device had been placed on tooth 16 (fdi) for approximately 9 years. Device history record (DHR) review for the lot number (2012032197) had revealed no deviations nor non-conformance's which could have caused or contributed to the reported event. Products was conforming at the time it left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2012032197) for similar events (complaint category keywords: fracture: implant) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.